Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged menstrual bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("my periods from 3 weeks to 2 weeks"), vomiting ("vomiting") and nephrolithiasis ("kidney stone") and was found to have a pregnancy ("pregnancy"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, menstrual disorder, vomiting, nephrolithiasis and pregnancy outcome was unknown. The reporter considered menorrhagia, menstrual disorder, nephrolithiasis, pregnancy and vomiting to be related to essure. The reporter commented: she was received 20 pills of oxy and ibu. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, menstrual disorder and prolonged menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Events kidney stone, pregnancy, device ineffective and vomiting were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavhbso/3 weeks post-op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("my periods from 3 weeks to 2 weeks") and menorrhagia ("prolonged menstrual bleeding"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal had resolved and the menstrual disorder and menorrhagia outcome was unknown. The reporter considered medical device removal, menorrhagia and menstrual disorder to be related to essure. The reporter commented: she was received 20 pills of oxy and ibu. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, menstrual disorder and prolonged menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: event prolonged menstrual bleeding and new reporter updated on 18-jun-2020: process with follow up 4. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavhbso') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('lavhbso/3 weeks post-op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("my periods from 3 weeks to 2 weeks"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal had resolved and the menstrual disorder outcome was unknown. The reporter considered medical device removal and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('lavhbso/3 weeks post-op') in a female patient. Who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). And experienced menstrual disorder ("my periods from 3 weeks to 2 weeks"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal had resolved. And the menstrual disorder outcome was unknown. The reporter considered medical device removal and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. New event 'menstrual disorder' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.